Manufacturer narrative:
Corrected data: h6: device code: 1583 should be corrected to 3189. B5: lens is reported to be exchanged with a shorter length lens, no reason for exchange was reported. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was reported that the patient experienced excessive vaulting and on (B)(6) 2019 the lens was exchanged with a shorter length lens and the problem was resolved. Postoperative report indicated "patient is happy" and "perfect, improved vision over pre-op". H6 - patient code 3191: no code available (secondary surgery, lens exchange). H6 - device code 1494: off-label use (acd < 3.0mm) h3 - device evaluation: lens was returned in a specimen cup in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - the lens was reported as having high vaulting should be corrected to the lens was reported to be too long. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, - 13.50/+4.0/092 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2019. The lens was reported as having high vaulting and will be explanted/exchanged for a shorter lens. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.